Event description:
Customer reported discrepancy in device to lab comparison. Device = 82 mg/dl and 81 mg/dl on other device. Less than 30 minutes later, lab = 66 mg/dl. Afterwards device = 56 mg/dl and lab = 37 mg/dl, device = 72 mg/dl and lab = 51 mg/dl, device = 88 mg/dl and lab = 66 mg/dl, and device = 53 mg/dl and lab = 40 mg/dl. Controls were in range but values were not provided. Customer was offered replacement product, however declined.